Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossed over from the pyxis stations to the epic stations. The technical support specialist (tss) observed 14 orders stuck between the cce and es server. After restarting several services, order processing resumed, but the ¿patient data may not be current¿ notice remained on the station screen. Tss dialed into the cce server (pyxiscce), logged into the cce management console, and verified that both cce service and system service were running, with all active hosts connected and no messages in the queue. The last message from cerner was received on 08/19/2025 at 7:09:13 pm, while the current time was 08/20/2025 at 1:30 am. Services were restarted again, but no new messages appeared. Tss contacted the customer and advised her to reach out to cerner to confirm if messages are being sent from their end. She acknowledged the request. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, orders were not crossed over from the pyxis stations to the epic stations. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, orders were not crossed over from the pyxis stations to the epic stations. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.